Event description:
It was reported that while injecting the cement, the cement cartridge snapped. The surgeon got as much of the cement out of the patient as he could and mixed a second batch of cement. By the time the second batch was mixed, the cement from the first batch had already hardened in the patient. As a result, they could not proceed with the procedure. The surgeon removed the cement and the implant and then proceeded to do a revision.